Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric stapling procedure, the customer reports that an issue occurred with the psee60a clamp. The recharge gst60d did not fit correctly on the clamp (difficulty in clicking it) and detached before use in the peritoneum during laparoscopy. The lot number for the recharge was changed and no issue (difficulty in clicking ) occurred. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2021. D4: batch # u5aw32. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was returned unfired and with damaged noted on the reload notches. This damage is consistent with an attempt to load the reload on the device. The reload cannot be forcibly installed into the channel of the test device, no functional test was performed. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.